Manufacturer narrative:
H10. Additional information- a3, g2, h6 medical device problem code. H3. Investigation results- there is no mention of device malfunction in the operative report. The intraoperative findings showed no gross evidence of infection. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. IFU-general surgical risks include superficial or deep infection. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 3 months after the initial procedure the patient had a right hip revision on (B)(6) 2016. The patient developed an early deep periprosthetic infection. An excisional arthroplasty of his hip with removal of the total hip replacement and insertion of an antibiotic articulating spacer. 6 weeks of IV antibiotics. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2016: diagnosis: history of infected total right hip: findings: 1. Intraoperative findings showed no gross evidence of infection 2. Intraoperative frozen sections of the worst-appearing tissue in the periacetabular regions showed no evidence of acute inflammation. There was mild to moderate contained bone loss of the proximal femur and acetabulum. The patient was transferred from the operating room to the recovery room in stable condition, having tolerated the procedure well.

Manufacturer narrative:
D10: concomitants: 4148717 101-45-20 - 4.5mm drill bit 20mm; 4157494 180-65-30 - alteon 6.5mm screw, 30mm; 4043131 186-01-58 - integrip cc, cluster 58mm, g3; 4043927 188-01-11 - wedge plasma x/o sz 11; 4076031 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.